Manufacturer narrative:
(B)(4) date sent: 06/20/2025. Additional information was requested, and the following was obtained: did the device cut? No if so, how far? N/a did the device staple? Yes if so, how far? Only few staples were formed. Not in artery, but loose in cavity, it was difficult to remove those. What were the patient consequences? Long pressure on artery and longer procedure was the device stuck on tissue? Yes if so, how was the device removed? Reverse button, did not work first what troubleshooting steps were taken to open the device? Unknown did the device ever open after the troubleshooting steps taken? Unknown upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 06/16/2025. Additional information was requested, and the following was obtained: description of the incident: the ethicon echelon flex stapler got blocked when we were around a blood vessel during a vats lobectomy. Could not be opened anymore when removing. Updated data: h4. Corrected data: b5, h6 (clinical code, impact code).

Event description:
It was reported that during a vats lobectomy procedure, it was observed that the device failed as staples could not loose after firing. There was no patient consequence nor surgical delay reported. No additional information provided.

Event description:
It was reported that during an unknown procedure, it was observed that the device failed as staples could not loose after firing. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/28/2025. D4: batch # unk. B3: only event year known: 2025. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: stapler fired partially staplers around artery. Manual override is not used. Stapler could be opened by reverse button. Extra staplers fired/ loose in cavity made the procedure extra challenging since another stapler needed to be fired in neighboring ¿loose¿ staplers. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished # pve35a, with lot/batch # m9at98, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 06/11/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. D4: batch #301d86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 301d86, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. Correction: b1, h1, h7, h9. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device batch number 301d86, and no non-conformances were identified.